Event description:
The patient came in on (B)(6) 2014 with an infection. The whole system was removed. The patient was scheduled for a new system implant on (B)(6) 2015. The patient states was reported as ¿alive-no injury¿. The device system was delivering lioresal. No additional information was provided regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).